Event description:
Procedure performed: lap hysterectomy. During the procedure, the voyant handpiece would have abnormally short sealing times resulting in incomplete/misread seals. This was consistant throughout the case until we offered to open up a new handpiece but by then the surgeon decided to open ligasure. Dr [name] was very understanding and nice about experiencing this with our device but he just wanted to complete his case at this point. Along with the failure to seal it was noted that the surgeon could not hear the endtone sound consistantly, there was a delay in button activation from the time he would hold it down until actually starting, and also the blade was not cutting the tissue easily. These complants have been made by other surgeons recently as well. Along with consistant sticking on every piece of tissue even after being cleaned. We will continue to send in cers like this because of the trend of these issues occuring with gen 2 handpieces/generators. Additional information received via telephone on 23may2019 from applied medical account mgrs. Sealing a vessel or tissue bundle did directly lead to bleeding. Bleeding was not observed from a specific area. A little sealing through the broad ligament (about medium thickness) & no sealing at all in the uterine vessels (closing off vessel to come in w/ monopolar probe) when insufficient hemostasis was observed. Generator was indicating that it was going through complete seal cycle. No tension was applied to a vessel or bundle that was being sealed. The surgeon started noticing the insufficient hemostasis from the beginning. Broad ligament around 17 activations in. Insufficient hemostasis observed the entire procedure. No, insufficient hemostasis observed even when jaws were clean. A lot of eschar from the beginning. Yes the jaws were cleaned during the procedure, every 5 activations. No, the surgeon didn¿t notice an improvement with hemostasis if/when the jaws were cleaned. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. Yes, the early button release generator alarms interrupted the seal cycle when the insufficient hemostasis was observed. No, the patient did not exhibit any vascular pathology. No, the device was not activated on diseased or inflamed tissue. No, the patient was not given anticoagulation medicine. Yes, the surgeon experienced poor cutting from the start of the case. No, the surgeon did not experience any resistance or difficulty when actuating the blade lever. Sizeable vessels were being cut when poor cutting performance was noticed. Couldn¿t get a dissection of the plane. Sometimes middle of jaw & sometimes tip of the jaw the blade was not cutting. Percentage of tissue cut was sometimes 50% and sometimes not cutting tissue at all yes, bleeding or tissue damage was caused as a result of the tissue sticking to the jaws. All tissue was sticking. It was especially bad in vascular tissue. Surgeon doesn¿t usually double seal. In this case was sealing 3 & 4 times because he couldn¿t get it to seal. Moved slightly lateral for some overlap. The surgeon noticed tissue sticking from the beginning of the case. The tissue was sticking throughout the procedure. Did not notice improvement when the jaws were cleaned. No liquid or lubricant solution was applied to the jaws or tissue during the case. Sticking was observed not just in one area of the jaw, but especially around the tip of the jaw. No, a different device(s) was not used to remove stuck tissue from the jaws. The jaws were not submerged in fluid at any point during activation prior to tissue sticking being observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. No prior surgery. Pre-menopausal. Came in for uterine fibroid remove, but hysterectomy performed. The patient was not given anticoagulation medicine. Device key is available and will be returned. Additional information received via email from account manager. I apologize for the delayed response, I have been on vacation and running around before the end of the quarter hits. To answer your question though, yes the volume was up to the maximum setting. This complaint by dr. [Name] is actually pretty common, as surgeons comment that the end tone sound is just hard to hear in general in the operating room, as it is not distinct enough. It isn't so much a volume issue as to the end tone just not being an easy tone to hear in general. Additional information received via email on 22jul2019 from applied medical account manager. "Unfortunately, due to contracting and our competitor getting involved influencing the hospital's health system.. We are no longer aloud to support voyant cases in [name] and the surgeons have stopped using our hand pieces at this current time. From looking back on my cases notes though, the following surgeons mentioned the same thing about the current end tone sound not being distinct enough to hear in an or setting: (5/8/19) dr. [Name]- colorectal (5/9/19) dr. [Name]- colorectal (5/10/19) dr. [Name]- gyn (5/15/19) dr. [Name]- gyn (5/20/19) dr. [Name]- gyn (5/20/19) dr. [Name]- urology" patient status: no patient injury. Intervention: used ligasure to complete.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap hysterectomy. During the procedure, the voyant handpiece would have abnormally short sealing times resulting in incomplete/misread seals. This was "consistant" throughout the case until we offered to open up a new handpiece but by then the surgeon decided to open ligasure. Dr was very understanding and nice about experiencing this with our device but he just wanted to complete his case at this point. Along with the failure to seal it was noted that the surgeon could not hear the endtone sound "consistantly", there was a delay in button activation from the time he would hold it down until actually starting, and also the blade was not cutting the tissue easily. These "complants" have been made by other surgeons recently as well. Along with "consistant" sticking on every piece of tissue even after being cleaned. We will continue to send in cers like this because of the trend of these issues occuring with gen 2 handpieces/generators. Additional information received via telephone on 23may2019 from applied medical account mgrs. Sealing a vessel or tissue bundle did directly lead to bleeding. Bleeding was not observed from a specific area. A little sealing through the broad ligament (about medium thickness) & no sealing at all in the uterine vessels (closing off vessel to come in w/ monopolar probe) when insufficient hemostasis was observed. Generator was indicating that it was going through complete seal cycle. No tension was applied to a vessel or bundle that was being sealed. The surgeon started noticing the insufficient hemostasis from the beginning. Broad ligament around 17 activations in. Insufficient hemostasis observed the entire procedure. No, insufficient hemostasis observed even when jaws were clean. A lot of eschar from the beginning. Yes the jaws were cleaned during the procedure, every 5 activations. No, the surgeon didn¿t notice an improvement with hemostasis if/when the jaws were cleaned. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. Yes, the early button release generator alarms interrupted the seal cycle when the insufficient hemostasis was observed. No, the patient did not exhibit any vascular pathology. No, the device was not activated on diseased or inflamed tissue. No, the patient was not given anticoagulation medicine. Yes, the surgeon experienced poor cutting from the start of the case. No, the surgeon did not experience any resistance or difficulty when actuating the blade lever. Sizeable vessels were being cut when poor cutting performance was noticed. Couldn¿t get a dissection of the plane. Sometimes middle of jaw & sometimes tip of the jaw the blade was not cutting. Percentage of tissue cut was sometimes 50% and sometimes not cutting tissue at all yes, bleeding or tissue damage was caused as a result of the tissue sticking to the jaws. All tissue was sticking. It was especially bad in vascular tissue. Surgeon doesn¿t usually double seal. In this case was sealing 3 & 4 times because he couldn¿t get it to seal. Moved slightly lateral for some overlap. The surgeon noticed tissue sticking from the beginning of the case. The tissue was sticking throughout the procedure. Did not notice improvement when the jaws were cleaned. No liquid or lubricant solution was applied to the jaws or tissue during the case. Sticking was observed not just in one area of the jaw, but especially around the tip of the jaw. No, a different device(s) was not used to remove stuck tissue from the jaws. The jaws were not submerged in fluid at any point during activation prior to tissue sticking being observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. No prior surgery. Pre-menopausal. Came in for uterine fibroid remove, but hysterectomy performed. The patient was not given anticoagulation medicine. Device key is available and will be returned. Patient status: no patient injury. Intervention: used ligasure to complete.